Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an adjustable valve, and when they entered a magnetized room, they heard the device click, and they suddenly felt unusual.